Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal on (B)(6)2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Further company follow-up with the consumer or lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("pelvic inflammatory disorder"), uterine perforation ("malposition of essure device location of device: near the right adnexa 12roximal tube extending from the uterine cornia out icm/ essure coils perforated smd migrated into the uterine muscle and caused painfull ongoingside effects"), genital haemorrhage ("heavy abnormal bleeding"), weight increased ("weight gain"), pregnancy with contraceptive device ("unintended pregnancy") and caesarean section ("c-section") in a female patient who had essure (batch no. 685783) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included vaginal infection. Previously administered products included for birth control: mirena. Concurrent conditions included epidermoid cyst, asthma, skin tags and vaginal bleeding. Concomitant products included clindamycin, codeine, fluconazole (fluconazol), fluticasone, levonorgestrel (mirena), loratadine, mupirocin, ondansetron, salbutamol (albuterol) and tretinoin. On an unknown date, the patient started ibuprofen at an unspecified dose and frequency. In (B)(6) 2010, the patient experienced pigmentation disorder ("skin pigment changes,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), hidradenitis ("hydrenitis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), urinary incontinence ("urinary incontinence"), paraesthesia ("tingling arms"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping) ,"), vision blurred ("bluff) vision"), anal incontinence ("loss of bowel control"), dyspnoea ("shortness of breath"), alopecia ("hair loss") and pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), rash ("rashes"), bacterial vaginosis ("bacterial vaginosis"), trichomoniasis ("trich"), vulvovaginal mycotic infection ("yeast vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), feeling abnormal ("brain fog"), muscle spasms ("muscle spasm"), chest pain ("chest pain"), chest discomfort ("chest tightness"), pain in extremity ("leg pain"), arthralgia ("join pain"), abdominal pain upper ("stomach pain"), lymphadenopathy ("swollen gland/lymph nodes"), pharyngeal disorder ("nose/throat/mouth problems") and caesarean section (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy -2015,unilateral salpingectomy - 2018), surgery (hysterectomy with unilateral salpingo-oopherectomy -2015,unilateral salpingectomy - 2018) and surgery (sleeve gastrectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, uterine perforation, genital haemorrhage, weight increased, abdominal pain, vulvovaginal pain, abdominal pain lower, rash, pigmentation disorder, vaginal haemorrhage, menorrhagia, bacterial vaginosis, trichomoniasis, vulvovaginal mycotic infection, female sexual dysfunction, depression, hidradenitis, migraine, headache, nausea, tooth disorder, urinary incontinence, paraesthesia, dizziness, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, vision blurred, anal incontinence, feeling abnormal, dyspnoea, alopecia, pregnancy with contraceptive device, muscle spasms, chest pain, chest discomfort, pain in extremity, arthralgia, abdominal pain upper, lymphadenopathy, pharyngeal disorder and caesarean section outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anal incontinence, arthralgia, bacterial vaginosis, caesarean section, chest discomfort, chest pain, depression, dizziness, dysmenorrhoea, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hidradenitis, lymphadenopathy, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, pharyngeal disorder, pigmentation disorder, pregnancy with contraceptive device, rash, tooth disorder, trichomoniasis, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most , if not all symptoms decreased soon after removal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("pelvic inflammatory disorder"), uterine perforation ("malposition of essure device location of device: near the right adnexa 12roximal tube extending from the uterine cornia out icm/ essure coils perforated smd migrated into the uterine muscle and caused painful ongoing side effects"), genital haemorrhage ("heavy abnormal bleeding"), weight increased ("weight gain"), pregnancy with contraceptive device ("unintended pregnancy/pregnancy (with complications"), caesarean section ("c-section") and postoperative adhesion ("severe adhesive disease of the abdominal wall") in a female patient who had essure (batch no. 685783) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ibuprofen. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included vaginal infection, parity 4, morbid obesity (B)(6)1999,(B)(6)2002, (B)(6)2005, (B)(6)2015), pulmonary embolism, diabetes, shortness of breath, seizures, pre-eclampsia, blurry vision, chest pain, chest tightness, joint pain and swollen lymph nodes. Previously administered products included for birth control: mirena. Concurrent conditions included epidermoid cyst, asthma, skin tags and vaginal bleeding. Concomitant products included clindamycin, codeine, fluconazole (fluconazol), fluticasone, levonorgestrel (mirena), loratadine, mupirocin, ondansetron, salbutamol (albuterol) and tretinoin. On an unknown date, the patient started ibuprofen at an unspecified dose and frequency. In (B)(6)2010, the patient experienced pigmentation disorder ("skin pigment changes,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), hidradenitis ("hydrenitis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), urinary incontinence ("urinary incontinence"), paraesthesia ("tingling arms"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping) ,"), fatigue ("fatigue"), vision blurred ("bluff) vision"), anal incontinence ("loss of bowel control"), dyspnoea ("shortness of breath") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), rash ("rashes"), bacterial vaginosis ("bacterial vaginosis"), trichomoniasis ("trich"), vulvovaginal mycotic infection ("yeast vaginal infection"), vaginal discharge ("vaginal discharge"), feeling abnormal ("brain fog"), muscle spasms ("muscle spasm"), chest pain ("chest pain"), chest discomfort ("chest tightness"), pain in extremity ("leg pain"), arthralgia ("join pain"), abdominal pain upper ("stomach pain"), lymphadenopathy ("swollen gland/lymph nodes"), pharyngeal disorder ("nose/throat/mouth problems") and postoperative adhesion (seriousness criterion medically significant), was found to have weight increased (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy -2015,unilateral salpingectomy - 2018, adhesiolysis and sleeve gastrectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, uterine perforation, genital haemorrhage, weight increased, abdominal pain, vulvovaginal pain, abdominal pain lower, rash, pigmentation disorder, vaginal haemorrhage, menorrhagia, bacterial vaginosis, trichomoniasis, vulvovaginal mycotic infection, female sexual dysfunction, depression, hidradenitis, migraine, headache, nausea, tooth disorder, urinary incontinence, paraesthesia, dizziness, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, vision blurred, anal incontinence, feeling abnormal, dyspnoea, alopecia, pregnancy with contraceptive device, muscle spasms, chest pain, chest discomfort, pain in extremity, arthralgia, abdominal pain upper, lymphadenopathy, pharyngeal disorder, caesarean section and postoperative adhesion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure and ibuprofen occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anal incontinence, arthralgia, bacterial vaginosis, caesarean section, chest discomfort, chest pain, depression, dizziness, dysmenorrhoea, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hidradenitis, lymphadenopathy, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, pharyngeal disorder, pigmentation disorder, postoperative adhesion, pregnancy with contraceptive device, rash, tooth disorder, trichomoniasis, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most , if not all symptoms decreased soon after removals current weight 190 lbs. Removal date (B)(6)2015 as per pfs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.7 kg/sqm. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: chest pain, heavy bleeding, stomach pain loss of lowel control,hair loss, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-jan-2019: pfs received patient information was added. New event added post operative adhesion. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("pelvic inflammatory disorder"), uterine perforation ("malposition of essure device location of device: near the right adnexa 12roximal tube extending from the uterine cornia out icm/ essure coils perforated smd migrated into the uterine muscle and caused painfull ongoingside effects"), genital haemorrhage ("heavy abnormal bleeding"), weight increased ("weight gain"), pregnancy with contraceptive device ("unintended pregnancy") and caesarean section ("c-section") in a female patient who had essure (batch no. 685783) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included vaginal infection. Previously administered products included for birth control: mirena. Concurrent conditions included epidermoid cyst, asthma, skin tags and vaginal bleeding. Concomitant products included clindamycin, codeine, fluconazole (fluconazol), fluticasone, levonorgestrel (mirena), loratadine, mupirocin, ondansetron, salbutamol (albuterol) and tretinoin. On an unknown date, the patient started ibuprofen at an unspecified dose and frequency. In (B)(6) 2010, the patient experienced pigmentation disorder ("skin pigment changes,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), hidradenitis ("hydrenitis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), urinary incontinence ("urinary incontinence"), paraesthesia ("tingling arms"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping) ,"), vision blurred ("bluff) vision"), anal incontinence ("loss of bowel control"), dyspnoea ("shortness of breath"), alopecia ("hair loss") and pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), rash ("rashes"), bacterial vaginosis ("bacterial vaginosis"), trichomoniasis ("trich"), vulvovaginal mycotic infection ("yeast vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), feeling abnormal ("brain fog,"), muscle spasms ("muscle spasm"), chest pain ("chest pain"), chest discomfort ("chest tightness"), pain in extremity ("leg pain"), arthralgia ("join pain"), abdominal pain upper ("stomach pain"), lymphadenopathy ("swollen gland/lymph nodes"), pharyngeal disorder ("nose/throat/mouth problems") and caesarean section (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy -2015,unilateral salpingectomy - 2018), surgery (hysterectomy with unilateral salpingo-oopherectomy -2015,unilateral salpingectomy - 2018) and surgery (sleeve gastrectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, uterine perforation, genital haemorrhage, weight increased, abdominal pain, vulvovaginal pain, abdominal pain lower, rash, pigmentation disorder, vaginal haemorrhage, menorrhagia, bacterial vaginosis, trichomoniasis, vulvovaginal mycotic infection, female sexual dysfunction, depression, hidradenitis, migraine, headache, nausea, tooth disorder, urinary incontinence, paraesthesia, dizziness, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, vision blurred, anal incontinence, feeling abnormal, dyspnoea, alopecia, pregnancy with contraceptive device, muscle spasms, chest pain, chest discomfort, pain in extremity, arthralgia, abdominal pain upper, lymphadenopathy and pharyngeal disorder outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anal incontinence, arthralgia, bacterial vaginosis, caesarean section, chest discomfort, chest pain, depression, dizziness, dysmenorrhoea, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hidradenitis, lymphadenopathy, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, pharyngeal disorder, pigmentation disorder, pregnancy with contraceptive device, rash, tooth disorder, trichomoniasis, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most , if not all symptoms decreased soon after removal. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Lot no. Added.events: skin 12igment changes, rashes , , abnormal bleeding (vaginal, menorrhagia) , infection (bladder/ urinary tract/vaginal) type: bv, trich, yeast , apareunia (inability to have sexual ntercourse) , psychological or psychiatric problems condition: depression , malposition of essure device location of device: near the right adnexa 12roximal tube extending from the uterine cornia out icm , hydrenitis , bladder or urinary problems or changes , migraines / headaches , nausea , dental problems , tingling arms and legs, dizziness , nickel allergy , dysmenorrhea (cramping) , ( pain , vaginal discharge , fatigue , vision/eye problems type: bluff) visio please describe: iud insert. Brain fog, shortness of breath , hair loss, pid, did you undergo an essure confirmation test? No,blurry vision, dizziness, nose/throat/mouth problems, chest pain, chest tightness, leg pain ,heavy bleeding, join pain, stomach pain ,weight gain, swollen gland were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.